Manufacturer narrative:
(B)(4). Device not available for analysis.

Manufacturer narrative:
This report is filed on september 25, 2013.

Event description:
Per the clinic, the patient experienced a performance decrement and subsequent loss of benefit. The device was explanted (B)(6) 2011, and the patient was reimplanted with a new device during the same surgery.